Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose over 500mg/dl. The customer mentioned having issues with the sensor, and she believes possible having the flu. The customer stated that she inserted a new infusion set. Advised the customer to call back if the issues continue and her blood glucose does not drop. No further information was provided.